Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp and had episodes of ventricular tachycardia requiring cardioversion. A nurse reported the patient had a hematoma that was resolved by the night shift nurse. Heparin drop titrated per hospital protocol was noted. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
Then investigation has been completed. Tachycardia : in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hematoma : the cause of the injury was not determined since the product was not returned and insufficient clinical details were provided. Device history review: the pump passed all the post sterile inspection checks.